Manufacturer narrative:
Product analysis: device returned with filter basket extended out of the recovery catheter gold proximal mouth of the filter basket dislodged distal floppy tip kinked damage observed to the delivery catheter dried biologics within delivery catheter capture wire was removed from blue recovery catheter and attempted to be loaded in green delivery catheter, due to dry biologics it was not possible to load the capture wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a spider fx to treat a plaque lesion in the distal common carotid artery. Degree of tortuosity was mild. Degree of calcification was mild. The vessel was post-dilated. Significant resistance was felt during the retrieval of the spider. It was retrieved by forcefully pulling it into the recovery end. After collection, the filter portion was checked and the impermeable portion seemed to have deviated. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.